Manufacturer narrative:
The device was returned to olympus for inspection. The date of the event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the cause was a damaged charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service technician indicated that a noise image occurred. It was determined that the damaged ccd unit needed to be replaced. There was no patient involvement.